Event description:
According to the reporter, the incorrect amount of feed was delivered. There was no patient involved.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition that the incorrect amount of feed was delivered. The unit was triaged and the reported issue could not be confirmed. During testing the volume delivered was within accuracy. A review of the device history record shows that this unit was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.